Manufacturer narrative:
Patient information was not provided. Livanova (B)(4) manufactures the s3 console. The incident occurred in (B)(6). If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a s3 console displayed an error message during procedure. There was no report of patient injury.